Manufacturer narrative:
Date of event is estimated. The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) and a lot level similar incident review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to the format of the accounts barcode scanning setup as the account confirmed that their expiration date layout is set up differently than abbott vascular as they use dd/mm/yyyy format and abbott vascular barcode dates are set up yy/mm/dd. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience sierra device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the radio frequency identification (rfid) consignment tracking tag for the xience sierra stent delivery system (sds) is showing the wrong expiration year, the month and date are correct. The expiration date on the rfid tag is showing (B)(6) 2008. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.